Event description:
It was reported the device was used during a thoracotomy. It was reported the surgeon fired the device across the lung, transected along the edge, released the instrument, and found no staples in the tissue. Outside of the pt and later, the scrub nurse fired the staples without incident. There was no reported consequence to the pt.